Event description:
It was reported that the insulin pump had cracks on the display screen. The crack was on the bottom and top right hand corners of the display. Customer's blood glucose reading at the time of the call was 8.2 mmol/l. No further information reported.

Manufacturer narrative:
Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.